Manufacturer narrative:
(B)(4). A check valve failure was confirmed with the returned set. Testing of the returned part indicated a failed result. Disassembly of the check valve noted a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The particle was identified to be acrylic. The root cause of the check valve failure was the particle. The origin of the particle was not identified.

Event description:
The customer reported "back check failure-unable to flush secondary line". There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.